Event description:
We received a report that an za9003 intraocular lens (iol) was explanted from the patient's right eye after she experienced unexpected post-operative refraction. The report indicated that an incision enlargement was not necessary to remove the iol.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.